Event description:
This report was submitted with limited information. It was reported that this event occurred in the ic department and involved a female patient. The cvc was placed in a (B)(6) hospital. Int he following one week, the patient was treated for cancer via this cvc. The user experienced backflow from the lumen, even after several attempts to flush the line. The user removed the cvc from the patient, and upon removal, the user discovered a "hole" in the catheter. As a result, a new catheter was placed. There was no further detail provided. There was no delay, harm, complication, death, or injury reported to the patient as a result of this occurrence.

Manufacturer narrative:
(B)(4).